Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 10:00-10:15 am, the patient alleged the issue first occurred. The patient reported she uses oral medications (type and dose unknown) with diet and exercise to manage his diabetes. The patient denied making any changes to his diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of "nervous and sweaty" 1.5 - 2 hours later. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. When the cca assisted the patient with a walk through retest with a new test strip, the meter does not turn on. The cca noted that the meter does power on when the power button is pressed. The cca confirmed this was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(6) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.